Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump won't turn on. Customer¿s blood glucose was 270-271 mg/dl. Customer reverted to an alternate method of insulin therapy.